Event description:
A malfunction was reported on the pump, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, with instructions to call back if the issue recurs. The caller understood and acknowledged the guidance, and was advised that they may continue using the pump.